Event description:
A patient specific prescription form was receive for the patient's left distal femur. Noted on the form: "aseptic loosening."

Manufacturer narrative:
Reported event: an event regarding alleged loosening involving a mets distal femur was reported. The event was confirmed by clinician review. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: the CT image provided shows gross radiolucent lines along the stem between the cement mantle and implant, and between the bone and cement mantle. The remaining cortical bone was thin and showed bone resorption and multiple lesions. There was some bone remodelling near the resection and some extra cortical bone grow onto ha collar. Product history review: not performed as no catalogue/batch numbers were provided. Complaint history review: not performed as no catalogue/batch numbers were provided. Conclusions: an event regarding alleged loosening involving a mets distal femur was reported. The event was confirmed by clinician review. The exact cause of the event could not be determined because further information such as catalogue/batch numbers, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form was receive for the patient's left distal femur. Noted on the form: "aseptic loosening."